Manufacturer narrative:
(B)(4). The results of this investigation concluded cusp 3 contained one tear and outflow surface thrombus. No acute inflammation or significant calcifications were present in the valve. A gram stain on cusp 3 was negative for organisms. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the thrombus and tear were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, a 27 mm epic valve was implanted in the mitral position. On (B)(6) 2016, the patient reported to the hospital with respiratory discomfort. On (B)(6) 2016, valvular leakage was observed on echo and one of the cusps appeared prolapsed. On (B)(6) 2016, a re-do mitral valve replacement was performed and the epic valve was explanted and a mosaic tissue valve (size unknown) was implanted. Ex vivo, a tear and protrusion were observed on the leaflets indicative of possible endocarditis (pve). Per report, the patient tested positive for an unknown infectious disease.